Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that an arrhythmia occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Following the implant, the patient experienced heart rhythm fluctuations between bradycardia and tachycardia. The patient underwent a computed tomography (CT) to further diagnose the issue in (B)(6) 2023. No further patient complications were reported.

Manufacturer narrative:
B3: date of event - estimated as the comment was made in (B)(6) 2023. D6a: implant date - estimated as the date of implant is unknown.